Event description:
Complainant reports a port leak. Tube was replaced in 2008. Original tube was discarded.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.